Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375. When additional information is received a follow up report will be submitted.

Event description:
It was reported the thread breaks in pieces. It was reported by the vascular surgery department that when opening the suture it is highly fragile and breaks easily. Per the reporter, this was an out of box failure. No patient involvement.

Manufacturer narrative:
Manufacturing evaluation - analysis and results: there are no previous complaints of this code-batch. There are no units in our stock. We have received 19 closed samples and 5 open samples with the thread broken into several pieces. These threads have been degraded by hydrolysis through time (batch manufactured in may 2016). Tightness test has been conducted on the 19 closed samples received and only 2 of the 19 samples are tight. After checking the untight packs, we have noticed that there is a slight vertical displacement of the 4th sealing provoking a channel near the fourth sealing . This channel causes that the pack would be not tight, allowing the entry of humidity and accelerating the degradation of the thread. The most likely root cause of this mistake took place during manufacturing process, channels were created during making the fourth sealing of pack. Furthermore, these defective units were not detected nor rejected. Final conclusion: taking into account that the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the samples received. Actions on distributed product of this reference/batch: recall of this code-batch from the market.